Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted for normal elective replacement indicator (eri) battery status. Upon receipt, engineering calculations determined this device did not meet expected longevity as described in labeling.